Event description:
It was reported that the whole system including implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted due to infection. A transesophageal echocardiogram confirmed the infection and vegetations on the right atrial (ra) lead. The patient is in stable condition.

Manufacturer narrative:
The reported event was infection. As received, a partial lead was returned in two pieces. Final analysis did not find any anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.